Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's pump was explanted due to infection, but still had a part of the catheter left. The patient needed magnetic resonance imaging (MRI). The patient stated that the pump was surgically removed but the distal portion of the catheter could not be fully removed due to the fact that it was placed in 2006. The patient asked if there was a metallic component to the catheters. Patient services reviewed MRI and product specification information. The patient mentioned that the patient had an extensive medical history and was paraplegic.